Event description:
Complainant alleged that the staff was attempting to monitoring a pt (age and gender unknown), but received a constant "lead off" message, and there was no ECG detection. There was no adverse effect on the pt.